Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing of an atrial signal on the right atrial (ra) lead. This resulted in the delivery of an ap when not required. Technical services (ts) reviewed and stated this seemed to be sinus rhythm. Ts provided troubleshooting options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.